Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04562, 3006705815-2019-04564. It was reported the patient underwent surgical intervention on (B)(6) 2019 due to infection at the ipg site and spinal incision. Patient had a full scs system explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.